Event description:
During servicing of the device for a different issue, a philips field service engineer identified that the battery in battery slot a was not being recognized. No patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.